Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the hand piece of the unit was activating without anybody touching it. Accordingly, the medical personnel tried to check at the back of the unit and got a shock and a burn. There was no patient injury. The unit was shut down and powered back on. The non-medtronic handpiece was not activating once plugged back in to the unit due to the generator no longer functioning. The generator was isolated as the cause of the issue. No further details were provided regarding the burn to the user.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one force fx was received for evaluation. From the provided information, it is unknown if the device has or has not been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received by medtronic. A visual inspection of the generators exterior found no issues. The reported condition was not confirmed. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. A separate failure was found during the investigation. Error code 195 was found in memory. This failure did not cause or contribute to the reported condition. The failure identified is captured in the current risk management documents. If information is provided in the future, a supplemental report will be issued.